Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported performance fixation feature breakage. A winding former and a dispensed needle/suture were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Slightly marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids along of strand were observed; damaged and missing barbs were noted. However, the two sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition of the received needle/suture, the assignable cause of the fixation feature breakage suggest an improper handling of the sample.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2019 and a barbed suture was used. During the closing of the wound, the fixation tab of the suture broke during continuous suturing on the fascia. Another like device was used to complete the procedure with no adverse patient consequences. Upon evaluation, the two sides of the fixation tab were broken. No additional information was provided.